Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a spectrum turbo-ject antibiotic power injectable peripherally inserted central catheter (PICC) for an unspecified indication on (B)(6) 2017. The customer reported that the clinical unit noticed the PICC line cracked and leaking on (B)(6) 2017. The handling conditions and circumstances leading to the event are not known. The catheter was explanted and replaced while the patient was under general anesthesia on (B)(6) 2017. No further event of patient details were provided. The device is available for evaluation, however it has not been received by the manufacturer as of the date of this event.

Manufacturer narrative:
Investigation - evaluation: a review of functional test, complaint history, device history record, drawing, instructions for use, quality controls and visual inspection conducted during the investigation. The device was returned in a used and damaged condition. Upon examination a split was noted on the extension tube when the tubing was bent at the hub. The product was leak tested and a steady drip of water was noted under the hub. The outer diameter of the extension tube was measured and found to be in specification. There is no evidence to suggest the device was not manufactured to specification. The device history record was reviewed and noted one non-conformance which was not related to the reported failure. A complaint history search revealed this is the only complaint associated with this complaint. Based on the available information it is not clear if the leading cause to this event might be associated with an eventual intense mobilization of the patient (which could determine an eventual catheter breakage), an eventual medical procedure / user technique inaccuracy or an eventual malfunction of the device. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required.